Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, diagnostic imaging was performed and revealed a cardiac perforation by the right ventricular (rv) lead. During the revision procedure, the helix did not extend; therefore, the physician elected to explant and replace the rv lead. Furthermore, the physician noted insufficient therapy on the device which was due to the cardiac perforation. The patient was stable and will continue to be monitored.